Event description:
A customer contacted beckman coulter inc.(bci) in regards to an erroneously high gi monitor result generated on unicel dxi 800 access immunoassay analyzer. Subsequent testing produced lower results in a different clinical category. The results were not reported out of laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample collection and centrifugation information has not been supplied to date. Qc was within the customer's established ranges prior to and after the event. A field service engineer (fse) was dispatched on (B)(4) 2010. Fse made some hardware adjustments and performed a system check, precision tests, and qc. All results were acceptable, and fse did not note any hardware issues that would have contributed to this event. Although hardware issues were addressed, no clear root cause for the event has been determined to date.